Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023 h6: investigation summary it was reported there was embedded foreign matter. To aid in the investigation, twenty-three samples in four different bags and twenty photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed at the needle tip. The twenty photos show needle tips under high magnification with what appears to be imperfections. The products are not inspected at that very high magnification during the manufacturing process. A device history record review was completed for provided material number 301671, lot 2138454. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. See h10.

Event description:
It was reported while using bd needle ns 27ga 3/4in w/o sil foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: while using the 27ga sharp cannula (material 301671 / bd batch 2138454), the operator identified 100 components with embedded fm.

Event description:
It was reported while using bd needle ns 27ga 3/4in w/o sil foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: while using the 27ga sharp cannula (material 301671 / bd batch 2138454), the operator identified 100 components with embedded fm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.